Event description:
A filter was placed over the central lines site via the right femoral approach. The filter did not open and immediately migrated to right atrium. The filter never opened, was snared through the right jugular, and was explanted.

Manufacturer narrative:
Pt info has not been provided. On (B)(4) 2010, we received the venatech lp filter for analysis. The filter is distorted. The legs are bent at 90 degrees at the level of the lower hooks. One hook is ruptured and another is wide open. We observe the pressure of undefined material at the level of the head, a hook, a buckle. However, these observations are inconclusive due to the fact that the filter was damaged with the snare, during withdrawal. The pathology tissue analysis did not allow us to define the cause of the improper deployment. It is worth noting that the filter was placed over a central line site and our IFU specify to "avoid the use of a venous access site which was previously used for an implanted central venous catheter". However, with the elements in our possession, no definitive conclusion can be made.